Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced infective therapy. X-rays showed that the lead migrated out of the epidural space. Patient underwent surgical intervention on (B)(6) 2020 wherein the lead was repositioned at t9. Effective therapy was restored post operatively.

Event description:
Additional information received identified that the lead was explanted and replaced on (B)(6) 2020.